Event description:
It was reported that a few days following a pump replacement there was a large amount of fluid in the pump pocket. An x-ray was done and it was noted that the catheter had become disconnected from the pump. A catheter revision was planned for 2008. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the manufacturer's device registration system indicates it is dilaudid.